Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that they started a trial on (B)(6) 2016, and had a spinal cord infection around incision site. They were in a lot of pain and discomfort. They had already done surgery and they had to take bone and spinaltissue out of spine. This surgery took place over a week prior to the report. The patient was currently at home recovering with an IV infusion two times a day and also using an antibiotic that was used once a day.

Event description:
Additional information was received from the patient that reported that the patient developed a spinal cord infection around the incision site during the trial. The patient stated that there was possible spinal damage.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977d260, product type screening device.

Event description:
The consumer via the manufacturer representative (rep) reported an infection from the spinal cord stimulator (scs) trial leads. No environmental, external, or patient factors may have led or contributed to the issue. It was reported that the patient developed an infection in the epidural space following the scs trial. Per the patient's report, they went to the emergency room after getting their leads pulled because they were falling and their legs felt weak. The patient was complaining of ongoing leg weakness following surgery. An MRI was done and the infection was discovered. It was reported that surgery was required and the issue was resolved at the time of the report. The patient received multiple rounds of antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.